Event description:
A us distributor reported that a patient was experiencing check therapy electrode, discharge profile faults and cannot baseline patient messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot baseline patient, discharge profile fault flags, check therapy pad messages) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause for the failure was isolated to contamination on j1000 pins caused intermittent contact to j1000. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the damaged monitor.